Event description:
Additional information was received stated that poly liner dislocated for metal liner/shell. There was no any deficiency with the pdm metal liner 48mm and no instability either. The dislocation occurred due to patient not being compliant.

Manufacturer narrative:
Product complaint #: (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint #: (B)(4).

Event description:
It was stated that "according to the surgeon this patient was stable and had great rom. The patient was very non-compliant post operatively and dislocated her dual mobility construct. Due to her non-compliance the surgeon decided to revise her to a constrained component." No loosening and no delay to surgery reported. Doi: (B)(6) 2021, dor: (B)(6) 2021, right hip.